Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter/ catheter body found damage to the transition tube. Interrogation of the device revealed it contained dilaudid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no documentation and no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for spinal pain . Further information was not provided.